Event description:
Procedure performed: unknown. Event description: from maude mw 10669861 via maude search on 16nov2020: event description "a robotic instrument was inserted into the trocar when a piece of the internal trocar broke off and fell into the patient's abdomen. The piece was taken out along with the trocar, and an immediate sweep of the abdomen was done by the surgical team. The surgical team examined the trocar and piece that broke off and made sure that the piece that broke off was complete. No injury to patient." Additional information received via mail on18nov2020 from medwatch 4500760000-2020-8044: received user facility and patient information. Additional information received via email on 02dec2020 from user facility: "unfortunately, I don¿t have additional information" intervention: "the piece was taken out along with the trocar, and an immediate sweep of the abdomen was done by the surgical team." Patient status: "no injury to patient."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This report is to follow-up maude #10669861 and medwatch #4500760000-2020-8044.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up maude #10669861 and medwatch #(B)(4).

Event description:
Procedure performed: unknown. Event description: from maude mw 10669861 via maude search on 16nov2020: event description "a robotic instrument was inserted into the trocar when a piece of the internal trocar broke off and fell into the patient's abdomen. The piece was taken out along with the trocar, and an immediate sweep of the abdomen was done by the surgical team. The surgical team examined the trocar and piece that broke off and made sure that the piece that broke off was complete. No injury to patient." Additional information received via mail on18nov2020 from medwatch (B)(4): received user facility and patient information. Intervention: "the piece was taken out along with the trocar, and an immediate sweep of the abdomen was done by the surgical team." Patient status: "no injury to patient."